Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level exceeded 500 mg/dl, which is described as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections. The caller successfully loaded a new cartridge with assistance from technical support and was able to resume insulin therapy.